Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Two patient alerts for right ventricular pace lead impedance occurred on (B)(6) 2010 and (B)(6) 2010. Weekly pace measurement log data shows various spike increases for max ventricular pace of 680 to 6976 ohms peak between (B)(6) 2010 and (B)(6) 2010. One ventricular nonsustained tachycardia episode of 200 ms occurred on (B)(6) 2010 14:26:48. (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that the outer tubing was kinked/buckled, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that there was oversensing and high and varying impedance on the lead due to a possible connection issue with the device. The lead was explanted and replaced. The device is still in use. No patient complications have been reported as a result of this event.